Manufacturer narrative:
Correction/removal report number: 3010291427-09/06/19-001-r should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that infusion port of two (2) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were detached during filling of unspecified drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information the lot was manufactured between september 28, 2018 and october 01, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.